Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: can you please confirm whether or not the patient's extended stay in the hospital is due to the event that occurred with each the device? Or is the hospital stay typical for this procedure? How much additional time was added to the procedure (minutes, hours)? What is the current patient status? The extended hospital stay was due to the alleged issue with the device. It is unknown how long the procedure was extended. The patient has been released from the hospital. The doctor has used this device for a long time. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What type of purse string technique was used to secure the anvil? Where within the gap setting scale was the orange indicator prior to firing? Who fired the device? What confirmation was received that the device was fully fired? What was seen in other quarter - malformed staples or no staples? If staples were present, what was the shape? Did the device cut? Was the cut line fully circumferential around the target tissue? If the device fully cut, were both tissue donuts present? If the device fully cut, were both donuts complete? How many counter-clockwise revolutions were used to open the device? How was it confirmed that the anvil was free from the tissue prior to removing? How much additional time was added to the procedure (minutes, hours)? What is the current status of the patient?

Event description:
It was reported that during a low anterior resection the device was fired and it deployed staples three quarters around the staple head. The surgeon hand sewed to finish the procedure with no patient consequences reported. It is unknown on which firing this occurred.the patient is being kept for observation until it can be confirmed that solids can be passed. This added additional time to the procedure, however, the rep did not specify how much extra time was added.

Manufacturer narrative:
(B)(4). Batch # p57k44. Device evaluation: the analysis results found that the cdh29a device (b) arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.